Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed motor error and compromised force sensor system. Customer's blood glucose was 170 mg/dl. Motor error alarm has been occurring for three days. Compromised force sensor system alarm has been occurring for two weeks. Customer's spouse stated the device alarms motor error when the reservoir is almost empty. Customer is on bed rest because of surgery. The device was not exposed to MRI; it was removed prior to surgery. Customer does not use the sensor feature. Customer was able to complete the rewind process. Drive support cap was reported normal and does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further details on hospitalization were provided. No further information reported.